Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 500 mg/dl. Troubleshooting for the insulin pump was performed. Customer advised they had a few air bubbles inside of their tubing. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer advised the tubing appeared to be leaking where the tubing meets the cap. Customer performed and passed the high pressure test. Customer performed and passed both the self-test and displacement test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.